Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The low reservoir alarm functioned properly during test. No circle display found after testing. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Event description:
The customer reported via phone call that she had to press the act or esc buttons twice for them to respond. The customer was having issues with her keypad. The insulin pump kept alarming blood glucose now. The customer's sensor was waking her up at night. Customer's blood glucose level was 274 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has with provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.